Event description:
During an implant attempt, the physician was not able to operate the fixation mechanism of the subject lead, as the helix remained extended after attempts to retract it. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the analysis concludes that the mechanical function of the lead conforms to established specifications, utilizing the returned easyturn stylet. The statement of the physician in this case indicates that the fixation function was likely normal during the implantation attempt, since the physician was able to originally extend the helix. The physician was then not able to retract the helix, but the analysis was not able to determine the reason for this, since it could not be duplicated during the analysis. The analysis identified fracturing of the rv microcable. Excessive manipulation is suspected of causing this damage, as evidenced by the deformations sustained to the svc defibrillation coils and by the detachment of the polyurethane sheath adjacent to the svc electrode. The total length of the returned lead and the stretched helix were also determined to be in non-conformance with the specification. These damages are not associated to any manufacturing defect, because these aspects of the lead would not have passed final acceptance testing.